Event description:
The customer reported that on (B)(6) 2014 at 6:30pm she activated a new pod and on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history is as follows: the pod was then deactivated and she noticed the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.